Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover was returned torn by the down arrow button; exposing the button contact. During testing, all the keypad buttons were appropriately responsive and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.